Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es ed-4 not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bus was not detected, and smart cubie 4-2 cubie pockets are failed. A field service engineer shut down the station and reseated the row board cable on the drawer controller. Tested the drawer using the hardware test application and verified that all of the pockets were functioning properly. The system functioned as intended after the field service engineer repaired the device.